Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test" in (B)(6) 2007. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, fatigue, menstrual disorder, weight increased, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff's underwent treatment due to complications from the essure device most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporter, patient demographic information, product indication updated, new events menorrhagia, vaginal haemorrhage, depression, anxiety and device monitoring procedure not performed added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("menstruation issue") and weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, menstrual disorder and weight increased outcome was unknown. The reporter considered fatigue, menstrual disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff's underwent treatment due to complications from the essure device incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.